Manufacturer narrative:
Initial reporter information is unknown. The device was returned for investigation. Upon evaluation of the device, no image was noted. In addition, cable unit damaged/crushed were noted. All shown defects were caused by normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that image failure was noted with the hd camera head. During a standard service inspection of the customer returned device, no image was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was caused by cable damage. However, the definitive root cause of the cable damage could not be determined. Olympus will continue to monitor field performance for this device.